Manufacturer narrative:
Additional autoimmune symptoms reported per clinician's review on november 21, 2023 were mixed connective tissue disease, joint pain, fatigue, and swelling. Symptoms improved after explant. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old caucasian female patient underwent revision breast augmentation with a 450cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; left side baker grade ii, and right side baker grade iii in addition to autoimmune disorder symptoms including lupus, positive ana, sickness, muscle weakness, muscle wasting, blur vision, breathing issues, swallowing issues, gastrointestinal issues, pain, rashes on the incision both breast, eyeballs were dull color, dry hair, inflammation, dry eyes, dry mouth, cardiology issues, no energy, felt like dying, high rnp antibodies, shortness of breath, asthma, easy bruising, nausea, irritable bowel syndrome, blood pressure issues, tricuspid valve leak, and brain fog post-operatively. As a result, the patient underwent bilateral removal only surgery on (B)(6) 2023. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii, and autoimmune disorder mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).